Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was unresponsive. The customer reverted to a back up pump for insulin therapy. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy.

Manufacturer narrative:
B5, h6- add: 1503 b5, h6- add: 1503.

Event description:
It was reported that the pump battery was unresponsive. Additionally, it was reported that an unspecified malfunction alarm occurred. The customer reverted to a back up pump for insulin therapy. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the battery issue could not be verified.